Event description:
It was reported that " sheath introducer broken during insertion." Additional information received stated "during PICC insertion the peel away sheath broke at the connection of the hub and sheath. No patient injury or negative outcomes per the account just subpart product performance." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a broken peel away sheath tab was confirmed by visual inspection of the returned sample. The customer returned one, peel-away sheath for analysis. Signs-of-use were observed. The dilator was not returned. Visual analysis revealed that one side of the peel away sheath extrusion was separated directly adjacent to the tab. Remains of the extrusion were still moulded on the separated tab. The other tab was intact. It was also noted that the sheath was split down the entire extrusion. The overall length of the sheath measured 2 13/16" via calibrated ruler which was within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer/inner diameters could not be accurately measured due to the sheath being peeled. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report, sample received, and past comments from manufacturing, the probable root cause of this event was manufacturing related. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn # (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that " sheath introducer broken during insertion." Additional information received stated "during PICC insertion the peel away sheath broke at the connection of the hub and sheath. No patient injury or negative outcomes per the account just subpart product performance." Patient condition reported as "fine".